Event description:
It was reported that the surgeon could not lock the blade. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was returned for inspection and the event was not confirmed. Several tests were performed in order to ensure that the locking mechanism is in working order. As a result, no fault could be found. Therefore, we are not able to comprehend the mentioned problem in the blade. The pfna, proximal femur nail antirotation, blade was analyzed for conformance to print specifications and the review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. No product fault could be detected. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective and as the complaint condition could not be reproduced the complaint is considered invalid and a non-issue. No product fault could be detected.